Event description:
Additional information received on 2017-jan-10 from a consumer reported patient's second pump was poking out and was flipping stating it quit working, and replaced everything with the current pump. It was noted on an unknown date that the patient broke out in hives and was allergic to morphine and was the reason they started putting dilaudid in the pump. It was stated on an unknown date healthcare professional did 2 pump pocket fills and left the healthcare professional because of the healthcare professional not talking to the patient and made an appointment. It was noted to follow up with hcp. Questions were answered. The pump was discussed, and it was discussed how the pump works, function, and theory and things, and opinions to discuss with the hcp. Consumer was redirected to hcp for next steps and clarification on what was currently occurring with the patients symptoms. Pump information was updated. It was later reported patient was treated and experienced 2 pocket fills requiring hospital admission. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) - pocket fill 2016, pe (B)(4) - pump turned down, and pe (B)(4) - symptoms; can't walk.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump that was implanted in 2011. The indication for pump use was unknown. On (B)(6) 2016 it was reported that about 4 years ago, the pump medication was put into the patient¿s abdomen due to the pump flipping. The healthcare professional immediately realized what happened and scheduled the patient for emergency surgery and replaced the pump on (B)(6) 2012. The situation was resolved. Per the reporter, the pump had helped the patient live a much better life. Prior to having the pump therapy, the patient didn¿t want to do anything because of her pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.